Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The patient's severely diseased vessels, along with operational context contributed to the event. The device was discarded by the hospital.

Event description:
Patient presented in 2007 with severe vascular disease, a common iliac aneurysm and mid-sacular aortic aneurysm. While manipulating the delivery system, the contralateral limb was inadvertently deployed. The c-arm broke down during the procedure, so the physician was unable to visualize the device. The right common iliac was extremely tight due to disease, which did not allow the contralateral limb to be brought down into the vessel. A balloon was used to cannulate the vessel to force the contralateral limb to collapse on itself while the ipsilateral limb was brought down into position and deployed, then the main body. The physician left the device as an aui device. The delivery system was removed. A cross-fem bypass was performed to restore blood flow. However, the main body of the bifurcated stent graft occluded. The physician decided to do an axial byfem bypass to restore blood flow, the patient left the or in stable condition. It was reported on 05/1/07 that the patient died one days later of oxygen and blood loss to muscles.